Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On (B)(6) 2026 the cgm reading was 61 mg/dl. The patient did not experience any symptoms, but the reporter administered a glucose tablet, and approximately 5 minutes later the cgm reading increased to 67 mg/dl. However, the cgm reading subsequently dropped below 60 mg/dl. The reporter administered another glucose tablet, gave the patient a glucagon injection, and called 911. When the paramedics arrived, the cgm reading was 82 mg/dl, while the blood glucose reading was 60 mg/dl. The patient was brought to the hospital and was treated with intravenous fluids. No further medication was reported, and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.